Event description:
A discordant result for cortisol was obtained on an immulite 2000 instrument. The result was not reported. The sample was rerun on the same instrument and the result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant cortisol result.

Manufacturer narrative:
The siemens technical support center (tsc) analyzed the database of the instrument and determined that the cause of the discordant low cortisol result was unknown. The instrument is no longer available because the customer decided to upgrade immulite 2000 to immulite 2000 xpi and the instrument was replaced.